Manufacturer narrative:
No 510k- this is an international code- the model#/catalog# identified in section is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is (B)(4). The 510k number provided in section is for the domestic similar product. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
The reported feedback suggests that there are flow issues. The positive pressure valve on midline found full of blood as well as the midline tubing when the nurse put the syringe in.